Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a successful pump reset, resolving the issue without the error code reappearing, and the customer successfully started a new sensor session.